Event description:
Amputee (B)(6) year old patient walks with a cane, while walking, claims the foot broke just below the pyramid causing the patient to fall. The patient sought medical treatment and sustained a broken hip which required surgery. Patient is expected to make a full recovery.

Event description:
Amputee (B)(6) year old patient walks with a cane, while walking, claims the foot broke just below the pyramid causing the patient to fall. The patient sought medical treatment and sustained a broken hip which required surgery. Patient is expected to make a full recovery.